Event description:
As reported by the (B)(4) study indicated that five days post procedure the patient experienced the event of a stroke. The event was reported to be related to anticoagulation therapy. Recovery was partial with minor residuals. The event was evaluated and determined to be unrelated to the cordis product but related to the index procedure. The patient is a (B)(6) female who was enrolled in the (B)(4) study for stenting of the carotid artery. The target lesion location was the ostium of the right internal carotid artery. The vessel was described as mildly calcified and tortuous. The rate of stenosis was 80%. An angioguard ((B)(4)/ lot 70812526) embolic protection device was deployed distal to the lesion and the lesion was pre-dilated. A precise ((B)(4)/ lot 15490361) stent was deployed at the lesion. The procedure was successfully completed. There was no reported injury to the patient. The patient was neurologically intact when taken from the procedure room. The patient was discharged the next day with aspirin and clopidogrel prescribed. Approximately five days post procedure the patient developed left sided weakness at home and went to a local emergency department. The cause of the event was a small internal carotid hemorrhage in the setting of recent carotid stenting, possible reperfusion injury in setting of both asa/plavix use versus a conversion of a peri-procedural ischemic stroke. The symptoms did not completely resolve. The patent does have some residual weakness in the left upper and lower extremity and is in a rehab facility for therapy.

Manufacturer narrative:
As reported by the sapphire study five days post procedure the patient experienced a stroke that was reported to be related to anticoagulation therapy. Recovery was partial with minor residuals. The event was evaluated and determined to be unrelated to the cordis product but related to the index procedure. The patient is an (B)(6) female who was enrolled in the (B)(6) study for stenting of the ostium of the right internal carotid artery. The vessel was described as mildly calcified and tortuous with an 80% stenosis. An angioguard embolic protection device was deployed distal to the lesion, the lesion was pre-dilated followed by deployment of a precise stent. The procedure was successfully completed and there was no reported patient injury. The patient was neurologically intact when taken from the procedure room and was discharged the next day with aspirin and clopidogrel prescribed. Approximately five days post procedure the patient developed left sided weakness at home and went to a local emergency department. The cause of the event was a small internal carotid hemorrhage in the setting of recent carotid stenting, possible reperfusion injury in setting of both asa/plavix use versus a conversion of a peri-procedural ischemic stroke. The symptoms did not completely resolve leaving the patent with some residual weakness in the left upper and lower extremity and is in a rehab facility for therapy. The patients medical history includes hyperlipidemia, cardiac arrhythmia, CABG, coronary artery disease, hypertension and high risk criteria including age > (B)(6). The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Intracerebral hemorrhage occurs when a diseased blood vessel within the brain bursts, allowing blood to leak inside the brain. The sudden increase in pressure within the brain can cause damage to the brain cells surrounding the blood. If the amount of blood increases rapidly, the sudden buildup in pressure can lead to unconsciousness or death. Intracerebral hemorrhage usually occurs in selected parts of the brain, including the basal ganglia, cerebellum, brainstem, or cortex. The most common cause of intracerebral hemorrhage is high blood pressure (hypertension). After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. Anticoagulation is a known risk factor for brain hemorrhage in patients with pre-existing disease. Less common causes of intracerebral hemorrhage include trauma, infections, tumors, blood clotting deficiencies, and abnormalities in blood vessels (such as arteriovenous malformations). Typically, intracerebral hemorrhage develops on the third to fifth post procedure day, though there have been cases observed immediately after surgery, as well as cases developed 3 weeks after revascularization. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.